Event description:
It was reported to tyco healthcare/kendall on july 5, 2006, that a customer had a problem with a foley catheter. The customer stated, that the balloon burst soon after they started to use the catheter.